Manufacturer narrative:
Device received with operating currents within specification. Device passed displacement test, self test and unexpected restart error test. Device alarmed motor error during basic occlusion test due to loose or flush drive support disk. Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 32 mmol/l at the time of incident. Customer stated that the insulin pump buttons were unresponsive and the drive support cap was sticking out.. Customer also reported to have experienced a high blood glucose of 29 mmol/l and was hospitalized. The insulin pump is being replaced and is not expected to return for analysis.